Event description:
It was reported that the patients paddle lead had migrated. The patient underwent a lead replacement procedure and doing well post operatively.

Manufacturer narrative:
The returned model sc-8336-50 with serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed and unable to confirm the as reported observations with testing of the product return. However, visual inspection revealed that the lead was cleanly cut into two pieces approximately 41 cm from the proximal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut.

Event description:
It was reported that the patients paddle lead had migrated. The patient underwent a lead replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.